Event description:
The customer reported that the system displayed a charger failed error message during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the mainframe printed circuit boards and tightened the high voltage connections and performed a battery load test. The system was tested and found to be working as intended and put back in service.